Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Both the left ventricular and right ventricular leads were explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis found that a partial lead was returned in two segments. An external insulation abrasion was noted at 33.2cm and 33.6 cm from the distal tip. The abrasions were consistent with constant exposure to friction against another implantable device and/or feature of the heart. The etfe coating was intact at this location.